Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to a failure of integrated circuit, designator u16 on the digital pcb assembly. The integrated circuit, designator u16 is electrically shorted and caused excess off current and only 2.3 volts at leg 1 which depleted the hybrid layer capacitors (hlc's) and charge-pak. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had two icons (charge pak and attention) present on its readiness display. There was no patient use associated with the reported issue. Upon evaluation of the customer¿s device, physio-control found that the device had all three icons (charge pak, attention and service wrench) present on its readiness display and the device would not power on. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary.